Event description:
User called into emergency support program (esp) line during intra aortic balloon therapy, with questions of unable to calibrate messages and ap waveform quality. The xray of chest revaled balloon has migrated lower than its position. User also stated that they are not going to reposition the balloon since they will be stopping the therapy this afternoon. The esp personel had reviewed the troubleshooting options to the user. The call was ended. No harm or injury reported.

Manufacturer narrative:
The device was not returned and could not be evaluated. It was retained by user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).